Manufacturer narrative:
On (B)(4) 2013, animas customer technical support was able to reach and speak to the patient. The patient reported that approximately 1 year prior he began to experience tactile changes with the pump¿s up, down and ok buttons and sometime afterwards the keypad fell off. The patient stated he discontinued use of pump 6 months prior and was on manual injections. On (B)(6) 2013, the patient confirmed he was admitted to ICU for a high blood glucose (bg). The patient reported his bg was 500 mg/dl and had symptoms of severe vomiting. It is not known what treatment the patient received while hospitalized. The patient informed the animas representative that he was discharged on (B)(6) 2013. Based on the additional information obtained, this complaint remains classified as an adverse event, since the patient was hospitalized for hyperglycemia after discontinuing use of pump therapy due to the alleged keypad issue.

Manufacturer narrative:
Please see medwatch report # 2531779-2013-17498 for complaint information.

Event description:
On (B)(6) 2013, an animas representative contacted animas customer technical support (cts) to report that a patient (name not provided) was hospitalized with high blood glucose (bg) readings. It is not known which animas device the patient was using. It is also not known if the patient was hospitalized as a result of a high blood glucose excursion due to an issue with an animas device. The reporter provided the phone number of the patient¿s mother to reach for additional information. Cts made several attempts to reach patient¿s mother and reporter to obtain additional information regarding the patient¿s hospitalization and high bgs; however, were unsuccessful in their attempts. This complaint is being reported because insulin pump use could not be ruled out as cause or contributor to the patient¿s hospitalization and/or high blood glucose readings.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: the date of reported hospitalization is (B)(6) 2013 and the pump histories show pump was not in use beyond (B)(6) 2013. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed flow accuracy test and found to be delivering within required specifications. Unrelated to the complaint, the display lens was found to be scratched and the keypad symbols were worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.